Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water invasion of plug unit was confirmed. Therefore, there is a possibility that electronic components built inside such as circuit board corroded/broke and the suggested event occurred. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: -3.1 the workflow of preparation and inspection "before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿." -5.3 withdrawal of the endoscope with an irregularity "if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿." -1.4 precautions: caution "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged." -5.4 leakage testing of the endoscope -perform the leakage test: caution "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image visible on the monitor screen, along with the error code e216 message displayed, possibly caused by an electrical continuity error. Additionally, corrosion was detected on the plug unit printed circuit board as well as on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchofibervideoscope produced a e216 scope communication error. The issue was found during a therapeutic laser procedure with implantation of prosthesis, which was completed after a slight delay with a similar device. There were no reports of patient harm.